Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and it was found that a non-company auto stop cock was attached to the irrigation line. The non-company stop cock was removed before testing. A submerge leak test was performed on the cassette. No leakage was observed during generating 200 millimeters of mercury (mmhg) pressure into the cassette. A console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the air line, drip chamber, connectors, the cassette, the drain bag, the manifolds, pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. It is important to remind the customer to use only company products, improper mismatch of consumable components and use of settings not specifically adjusted for a particular combination can affect the functionality and performance of the device. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. However, a potential root cause could be that the customer used a non-company stop cock instead of the company stop cock which was provided in the pak. The directions for use in the ¿precautions and warnings¿ states that ¿the equipment used in conjunction with the company pak disposables constitutes a complete surgical system. Use of disposables other than those of company may affect system performance and create potential hazards, and if it is determined to have contributed to the malfunction of equipment under contract, could result in the voidance of the contract and or invoicing at prevailing hourly rates¿. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported water leaked from a cassette before a vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm.